Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe experienced greasy, oily substance on the rubber. The following information was provided by the initial reporter, translated from french to english: he calls out because a greasy, oily substance is observed on the rubber of the syringe pistons, which is unusual.

Manufacturer narrative:
A device history record review was completed for provided material number 307736 and lot number 2208151. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, the substance observed appears to be lubricant. The lubricant is a product used in the emerald syringes to provide a smother movement of the plunger. As this is a part of the product formulation, this is not considered a defect. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd emerald¿ syringe experienced greasy, oily substance on the rubber. The following information was provided by the initial reporter, translated from french to english: he calls out because a greasy, oily substance is observed on the rubber of the syringe pistons, which is unusual.